Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with injection orzid (1 gm, once daily, route not reported) and injection vancomycin (1 gm, after five days, route and frequency not reported). At the time of this report, the antibiotic treatment was ongoing, the peritonitis was resolving and pd therapies were ongoing. No additional information is available.